Event description:
The customer observed falsely increased results for the chloride assay generated on the architect i4000 analyzer. One patient admitted due to pancreatitis generated a result of 123 mmol/l and was allegedly treated based on this elevated result. Controls were within specifications. The sample generated a chloride result of 95 mmol/l on the istat system and the following day an istat chloride result of 103 mmol/l was generated on the same sample. There is no further impact to patient management reported.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and inspected the analyzer. The fse found that integrated chip technology (ict) aspiration tubing was not installed properly by the customer. The tubing was connected to the pinch valve by the tubing sleeve instead of the tubing itself. The fse replaced the tubing and subsequent instrument operation and test results were acceptable. No further issues were discovered. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the customer issue. Based upon the available data and the results of the current evaluation a product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).